Event description:
A customer reported that the button on their insulin pump was requiring multiple attempts to activate the screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.